Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a f/u report before (B)(4) 2011.

Event description:
The customer reported that the short lead apron in front of the scopomat falls off.